Event description:
Clinician reported that during a combinational (electrotherapy and electrotherapy/ultrasound treatment) two treatment session, the pt received a skin burn in the area of the electrode(s). No reported injury treatment and/or post injury treatment was noted from the complainant.

Manufacturer narrative:
Complainant did not provide pads or leads with unit. Full functional test was conducted on all waveforms. The device performed to specification and no problem was found. System control board software revision was 3.6 muscle stimulator board software revision was 2.3 ultrasound board software revision was 2.5 as a secondary means of evaluating the device the engineering tech ran a treatment on himself. No increase in intensity was felt. Recommending sending to the service dept. For general product updates and then returning to service.